Event description:
Pt called in to pharmacy regarding her cadd ms3 pump. She was loading a new cartridge and her pump was asking for the setup code. The pump's programming was wiped out. When she tried switching to her backup pump, she received a blockage error and then once that resolved, received system maintenance required. Pt was unable to provide the serial numbers of the malfunctioning pumps. Pt was instructed to go to the hospital to be monitored as there would be a lapse in medication. Pt agreed, the pt was sent 2 replacement pumps via courier to arrive as soon as possible. The pt will return the malfunctioning pumps. Dose or amount: 50ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: i27.21.